Event description:
The customer reported that the insulin pump alarmed motor error during basal more than once. Troubleshooting was performed, and the device passed the displacement and self test. The customer stated that the insulin pump was dropped. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. During the call, the customer stated that she was hospitalized due to diabetes ketoacidosis and high blood glucose over 300's. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Motor was tested outside of the device and passed. No motor error alarms noted. Cracked case on lcd display window corners and scratched lcd window noted during visual inspection. The insulin pump passed the displacement test, rewind, basic occlusion and excessive no delivery alarm test.